Event description:
It was reported that there was high and increasing threshold, oversensing, and high impedance on the right ventricular lead. It was also reported that a patient alert triggered. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.